Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported system error (se) 21503; the pump alarmed shortly after being turned on. Downstream occlusion sensor testing and calibration were performed with failing results. A review of the event history log identified a se 21503 occlusion sensor railed failure message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was due to the plunger driver flex not properly installed. The plunger driver flex would be properly installed to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump alarmed system error 21503 (occlusion sensor railed failure). This was observed during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.